Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h3; h6. Reported event was confirmed with medical records provided. Medical records/radiographs were provided. Review of the available records identified the following: the femoral stem distal tip appears more closely approximated with the medial portion of the endosteum. The evaluation of alignment is limited secondary to positioning, but possible narrowing between the lesser trochanter and public bone. Bones are osteopenic, but suggested increased periprosthetic lucencies along the lateral region of the femoral component suggest loosening. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00385, 0001822565 - 2020 - 00386, 0001822565 - 2020 - 00388.

Event description:
It was reported the patient was revised approximately twenty eight (28) years post implantation due to worn liner, loose stem and cup. It was noted the head, liner, stem, and cup were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.